Event description:
The customer reported a loud popping sound and then the sys shut down. No report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.